Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperative, the handpiece overheated within a few minutes. A replacement handpiece was used for the surgery. There was no impact to the patient.

Manufacturer narrative:
The product analysis indicates that the reported issue was confirmed. The one-minute pre-repair temperature test results are as follows: 107f at the rear, 195f at the middle, and 129f on the nose. After one minute, the bur guide temperature was 142f. The bur guide is not a serviceable item. The connector was bent. The tag was missing. The laser markings were faded. The bearings, o-rings, collar release, nose cone, and spring were worn. The handpiece was rebuilt. The worn and additional parts were replaced. All parts were cleaned. The device was successfully tested.

Event description:
It was reported that the handpiece was overheating. There was no patient impact or injury.